Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes noted on that implantable cardioverter defibrillator. It was suspected that the oversensing was due to myopotentials. The patient was asymptomatic, and the signal could not be reproduces in clinic. The device was reprogrammed, and the patient would be closely monitored.

Event description:
New information noted that the lead fracture was not confirmed. The patient was stable before, during and after the reprogramming.